Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that post-operatively, the patient had a small subdural hematoma along the left side of the anterior falx and an intraventricular hemorrhage. It was noted that the day after the procedure, magnetic resonance imaging (MRI) noted a small volume of hyperdensity in the occipital horn of the right lateral ventricle, likely reflecting a small volume of post procedural intraventricular hemorrhage. Five months post-procedure, a CT head without contrast showed a small intraventricular hemorrhage in the atrium of the right lateral ventricle. No action was taken. The event was resolved about a month post-procedure. Per the investigator, the event was related to the thermal therapy system but not the procedure.